Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/18/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, osteolysis, and 1000 ml blood loss (no indication). There was no mention of any loosening or corrosion. Lab values indicated the metal ions were below 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:3/7/2016.

Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and toxic cobalt-chromium metal debris to be released into the tissue. Patient had an MRI which showed a large amount of fluid surrounding his implant "consistent with an adverse local tissue reaction and suggests the presence of a hypersensitivity reaction to metal ions and aseptic lymphocytic vasculitis associated lesion (alval). Update rec'd 7/22/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from loosening of the acetabular and femoral components, pseudotumor, elevated metal ions, metallosis and taper corrosion. A dor and part/lot have been provided. A stem is now being reported to address allegations of toxic elevated metal ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).